Event description:
This ra lead was implanted on (B)(6) 2010. A call to technical service states that this lead presented an impedance issue. The physician was dr.(B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)